Event description:
Two instruments (mco13a <(>&<)> cev104m) were returned to service <(>&<)> repair for analysis.

Manufacturer narrative:
(B)(4): results is mechanical shock problem. The scissors (cev104m) were evaluated. The mxi repair tech determined the blades are blunt from use. In addition the sheathing of the instrument was damaged. The instrument was repaired and returned to the customer. The forceps (mco13a) were evaluated. The mxi repair tech determined the handle was broken at the pin level and presents significant traces of corrosion. The breakage was probably due to impact or a fall. The instrument was scrapped and a replacement sent to the customer. Note: this MDR is being filed as a result of an internal review of complaints from medtronic¿s mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).